Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menses"), device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included asthma bronchial, rectal bleeding, colonic polyp and multiple caesarean sections. Previously administered products included for birth control: depo-provera in 2000. Concomitant products included ibuprofen (motrin) for pain as well as carisoprodol (soma) since 2013 to (B)(6)2017, gabapentin from 2014 to 2016 and loratadine (loratadin) since 2013 to (B)(6) 2017. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2006, the patient experienced back pain ("back pain"). In 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6)2006, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), pruritus ("allergic or hypersensitivity reaction- type: itch") and rash ("allergic or hypersensitivity reaction- type: rash"). The patient was treated with vicodin (lortab), surgery (underwent a total abdominal hysterectomy), surgery (underwent a total abdominal hysterectomy) and surgery (underwent a total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation, menorrhagia, device dislocation, menstrual disorder, vaginal haemorrhage, dysmenorrhoea, back pain, depression, anxiety, female sexual dysfunction, dyspareunia, pruritus and rash outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, pruritus, rash, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new events allergic or hypersensitivity reaction- type: itch, allergic or hypersensitivity reaction- type: rash and device monitoring procedure not performed were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device"), menorrhagia ("abnormal bleeding (menorrhagia)/ heavy menses"), device dislocation ("migration of device") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma bronchial, rectal bleeding, colonic polyp and c-section. Previously administered products included for birth control: depo-provera in 2000. Concomitant products included ibuprofen (motrin) for pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2006, the patient experienced back pain ("back pain"). In 2006, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2006, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), menstrual disorder ("menstrual bleeding") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with vicodin (lortab), surgery (underwent a total abdominal hysterectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the uterine perforation, menorrhagia, device dislocation, menstrual disorder, vaginal haemorrhage, dysmenorrhoea, back pain, depression, anxiety, female sexual dysfunction and dyspareunia outcome was unknown and the genital haemorrhage had resolved. The reporter considered anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical drug, historical condition and treatment drugs were added. Updated suspect drug inaction. Added events abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression and mental anguish, dysmenorrhea (cramping), back pain, dyspareunia (painful sexual intercourse) and abnormal bleeding. On (B)(6) 2010, she explanted essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation by the device") and device dislocation ("migration of device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstrual bleeding"). The patient was treated with surgery (underwent a hysterectomy) and surgery (underwent a hysterectomy). At the time of the report, the uterine perforation, device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and uterine perforation to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.